Manufacturer narrative:
(B)(4) date sent: 1/18/2024 d4: batch # 535c39 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one (B)(6) device was returned with no apparent damage and with one (B)(6) reload loaded in the device. The reload was received partially fired 1/2 and with damage on the reload deck. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device.  Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 535c39, and no non-conformances were identified. Additional information was requested and the following was obtained: * was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Apparently not, they changed the stapler. * what is the most current patient health status? According to the lead surgeon, no specific observation

Event description:
It was reported that during a sygmoid procedure, the first 4 staples went well, but on the 5th staple the stapler stopped in mid-staple. They couldn't go back normally and had to open the stapler manually using the top flap. The stapler became unusable. The device was manually opened and a new stapler was used to complete the surgery successfully. No patient consequences were reported.